Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7073054.

Event description:
It was reported that the patient was not feeling the stimulation as usual and had some adjustments but was still unsatisfactory. It was determined per imaging result that the leads have migrated. The patient underwent leads repositioning procedure and was doing great postoperatively.